Event description:
Patient was revised to address loosening at the cement/implant interface. Poly wear and osteolysis were discovered intraoperatively.

Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported to have occurred approximately 6 years ago. The product was not returned for examination. A search of the complaint database did not show any other reports against the manufacturing lot. Provided information stated the cement product was not of depuy manufacture. The investigation could not draw any conclusions about the reported event without the product to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.